Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system where medication was unable to be viewed on the station. The station was not appearing or accessible within the es interface, impacting the ability to perform medication-related workflows. No recent changes or configuration updates were identified. The customer stated that this malfunction occurred during dispensing medication to patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a technical support specialist (tss) attempted to contact the customer multiple times to obtain additional information but did not receive a response. As no further information was available and all contact attempts were unsuccessful, the case was closed.